Event description:
Customer reported meter results of 166 mg/dl and 50 mg/dl within 10 minutes on the aviva system. Customer reported symptoms of hypoglycemia was able to self treat. No adverse event reported. A request was made for the return of the system, replacement was sent.